Manufacturer narrative:
This report is submitted on may 3, 2019.

Manufacturer narrative:
This report is submitted on march 26, 2019.

Event description:
Per the surgeon, the device was electively explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device, as of the date of this report.